Event description:
Safety device - for needle broke off. Bd vacutainer needle - lot# 4149797. Exp 05/01/2019. Phlebotomist drew pt. After removing needle from pt's arm phlebotomist went to engage safety and safety broke off.